Event description:
It was reported that there were high thresholds on both right atrial (ra) and right ventricular (rv) leads and the leads would only capture with a unipolar setting. It was noted the patient had been in numerous physical altercations since initial implant. Those events may have contributed towards lead micro-dislodgements that have results in high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was a few very tiny nick on the outer insulation, and blood ingress on the proximal conductor. According to the anomalies described in the event, and due to the time of length of the implant, these lead us to conclude that the insulation breach occurred at implant, and that allowed a large amount of blood to ingress on the proximal conductor. The outer insulation breach is likely the cause for the electrical complaints of high thresholds. If information is provided in the future, a supplemental report will be issued.